Event description:
Heartmate ii left ventricular assist device (lvad) with chronic post vad bleeding complications (treated at 2 lvad centers) presents with his 2nd readmission at this center with hemoglobin 7.4 and international normalized ratio (inr) 2.3 on admission. Prior to this admission, octreotide had been increased to 100 mcg three times per day, and inr goal had been further reduced to 1.5-2.0. Patient declined endoscopic evaluation this hospitalization. 4 units of blood were transfused.